Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A 6f telescope guide extension catheter was used during a procedure to treat a moderately tortuous and moderately calcified lesion. There was no damage noted to the device packaging. There device was removed from the packaging per IFU with no issues noted. The device was inspected prior to use with no issues noted. The device was prepped per IFU with no issues noted. Resistance was encountered when advancing the device. The device was not excessively torqued. The telescope device was used to place a resolute onyx stent at the lesion. It was reported that when attempting to remove the delivery system strong resistance was felt with the 7f non-medtronicguide catheter so the whole system was removed together. No patient injury reported.

Manufacturer narrative:
Product analysis: the resolute onyx (ronyx) returned loaded in a telescope guide extension catheter (gec) which was returned loaded in a non-mdt guide catheter. The devices were advanced distally with no issues. Due to the bunching of the balloon material, the ronyx could not be retracted through the telescope gec. Some inflation media remained within the balloon. The balloon of the ronyx was inflated and then deflated. The balloon deflated into a flat profile. The resolute onyx was retracted through the telescope gec, force was used. Kinks evident to the hypotube of the device post removal from the telescope gec. Bunching evident to the proximal balloon bond. Tip appears kinked and deformed. No other deformation was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.